Event description:
A facility representative reported that following an intraocular lens (iol) implant procedure, the patient experienced blurry vision. Clinical reason for explant was mechanical complication of iol. The iol was exchanged for monofocal iol. Additional information received and stated that in surgeon opinion the product contributed to the event.

Manufacturer narrative:
A product was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).